Event description:
It was reported that the patient underwent cardioversion due to cardiac arrhythmia. The patient has a history of chronic atrial fibrillation (af/a-fib) pre-lvad. Arrhythmia did not resolve even after 3 cardioversions. The plan is to allow patient to stay in a-fib unless they become symptomatic. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), (B)(4), and no further events have been reported at this time. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), (B)(4), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. It was reported that the patient had cardiac arrhythmia on (B)(6) 2022. Cardioversion was performed. Additional information communicated on (B)(6) 2022 stated that the patient had atrial fibrillation (a-fib). The patient was asymptomatic, and the arrhythmia did not result in any clinical compromise. The arrhythmia was not thought to be device or therapy related. The patient had an implantable cardioverter defibrillator (ICD) implanted prior to their lvas. The arrhythmia did not resolve, despite cardioversion being performed 3 times. The plan was to allow the patient to stay in a-fib unless they become symptomatic. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook,rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.